Event description:
A trilogy 100 ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the alternating current (a/c) connector was noted to be pushed in. The device's a/c connector and cable required replacement to address the issue. However, no repairs were completed because the device was scrapped.